Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered a series of cardiac events and expired. The cause of death was subsequently confirmed as ventricular fibrillation and cardiomyopathy. The patient expired as a result of allegedly failure of the ICD system to deliver shock due to an insulation abrasion. No further information is available at this time.